Event description:
During an angioplasty procedure of a lesion (location unk), this balloon ruptured at below nominal pressure. The pt is a male. The vessel had no calcification and moderate tortuosity. The rate of stenosis is unk. The product was properly prepped and inspected prior to use. The physician had no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. Upon inflation with an indeflator, the balloon ruptured. The physician safely removed the balloon from the pt's body and another balloon was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.